Event description:
The catheter was inserted on (B) (6) 2009 and two days later leakage was found during a dressing change. During removal the catheter broke.

Manufacturer narrative:
The original report indicated the catheter leaked. During the course of the investigation the catheter was found broke. Follow-up with the reporter indicated the catheter broke during removal. Without a lot number we are unable to review the device history record or material review report for any irregularities that may have been found during the manufacture of the product. One used 18 gauge catheter, in two pieces, was received for analysis. Portion 1 consisted of the molded junction and a slight portion of catheter tubing approximately 2.8 cm extended beyond the nose of the molded junction. The catheter tubing was in the correct manufacturing placement within the oval disk. Portion 2 consisted of a piece of catheter tubing approximately 58.9 cm in length. Portion 1: microscopic examination identified a slit present at the damaged area slightly below the nose of the molded junction. The slit ran linear with the catheter and was not straight and damaged jagged edges were present. One wall of the slit was protruding outwards. The area of separation was smooth with uneven edges and slight flashing. Portion 2 revealed the area of separation was smooth with slight flashing present. Conclusions: the engineer concluded the slit area was characteristic of over pressurization to the inner walls resulting in a rupture. The damage identified at the area of separation was characteristic of damage by a sharp object or instrument and minimal stress to the catheter. (B) (4) (B) (4).